Manufacturer narrative:
The returned cylinder was evaluated by the MFR and there were no unusual findings. The cylinder was analyzed for air, perfluoropropane ID and overall purity. Air analysis was 133 ppm in the headspace and <100 ppm in the liquid phase. Retention time (tr) was consistent with that of the pfp ID standard. The results were within product specifications. The batch production record for this lot was reviewed, there were 42 cylinders in this lot and there were no deviations or comments noted. There are no other complaints in this lot, except the four from this report. The user reported they were diluting the product with filtered air, which is an off label use for the product. The reporter was notified, 100% gas should be injected as instructed in the product labeling and that diluting this product with filtered air is an off label use. Additional info was requested on 08/31/07 and 09/19/07 by phone and on 08/31/07 by fax and by mail. Additional info has not been received and the questionnaire has not been returned. This report mailed in to FDA on: 9/28/2007.

Event description:
Nurse reported four patients experienced an increase in intraocular pressure ranging from 42 to 490 mmhg following surgery where the user reported diluting the gas with filtered air. Additional info has been requested including pts' ID's, treatments and outcomes.